Manufacturer narrative:
Bd was directly informed of the event by (B)(6). No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk.

Event description:
On an unk date, the report stated that the patient was thrombolysed in emergency dept. A bolus 6 mls was given IV and further 57 mls was for infusion via syringe driver. Infusion needed to be infused within the hour but the occlusion alarm kept ringing every few seconds. The team put an extra 2 IV lines and pump was changed in case these were the source of fault. Despite these changes the occlusion alarm kept ringing. The 50 ml syringe was changed at this point. It did not resolve issue. The delay in trying to get the infusion going resulted in almost an hour delay in patient treatment. No further info is available.